Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was hospitalized for low blood glucose. Customer was involved in a car accident. Customer could not feel low blood glucose. Customer's blood glucose was around 20 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the sensor had lost sensor alarm after three days. Customer had trouble sticking and staying in. Customer agreed to return the sensor for analysis.